Event description:
The facility representative reported a infusor pump with a condition of "will not pump". It is unknown when this condition occurred. The area where this event occurred is surgery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition of will not pump was confirmed and duplicated. The pump went into constant alarm and would not pump due to a separated motor. The device was returned unrepaired due to estimate refusal by customer. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned unrepaired and the cause could not be verified due to estimate refusal by the customer. (B)(4). Should additional information be received, a follow-up medwatch will be submitted.